Manufacturer narrative:
Device is a combination product. Device not returned therefore analysis of complaint device could not be performed. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that coronary artery restenosis occurred. In (B)(6) 2014, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery extending up to mid lad with 100% stenosis and was 33mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 3.50x38mm promus element¿ plus stent. Following intervention, the residual stenosis was 0%. Eight days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient was diagnosed with coronary disease and was hospitalized on the same day. Coronary angiography was performed and the 75% stenosis in proximal lad was treated with percutaneous transluminal coronary angioplasty (ptca). After three days, the event was considered to be recovered/resolved and the patient was discharged on the same day.